Event description:
During a patient use, it was reported that the device lost power three times. The device powered off multiple times when it was lifted. The customer confirmed that the device use had no adverse effects since the patient was in a non-shockable ECG rhythm. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported loss power. However, physio found a large crack in the rear case assembly behind battery well number one. The most likely cause of the reported event was determined to be damage to the rear case assembly. Physio replaced the rear case assembly and completed other repairs to observe proper device operation through functional and performance testing. The device was returned to the customer for use.